Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 600 mg/dl and a small ketone level. Reportedly, customer was using cold insulin. Bg was treated with intravenous insulin and saline. Reportedly, customer left the ER 6 hours later with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
Per tandem¿s user guide, ¿insulin should be at room temperature before filling cartridge.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.